Event description:
It was reported that the field representative called technical services (ts) to review and evaluate this single chambered implantable cardioverter defibrillator (ICD) stored data. It was noted that the ICD had delivered bursts of anti-tachycardia pacing (atp) and shock therapy. The field representative inquired if the patient rhythm was supraventricular tachycardia (svt). Ts reviewed the stored data and noted that prior to the atp therapy there appeared to be a combination of what looks like a conducted rhythm but after atp that becomes a different morphology that does not look like it was conducted. After shock delivery, the rhythm was in the vt-1 zone. Ts was unable to confirm if the rhythm was svt, however, suspects the atp and shock therapy to be inappropriate. Additionally, the patient had the device evaluated by the physician during an in-clinic visit. The physician concluded that the therapy appears to be inappropriate possibly due to patient conducted svt rhythm. At this time, the device remains in service and the physician will continue to monitor the patient. No additional adverse patient effects were reported.